Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 55.0 and 73.0 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds. Upon functional testing, the pod pc was able advance out of its introducer sheath with resistance due to the offset coil winds. The pod pc could not be re-sheathed due to the offset coils, and therefore, the pod pc could not be functionally tested through a demonstration microcatheter. Conclusions: evaluation of the first returned pod pc revealed offset coil winds on the proximal end of the embolization coil. If the pod pc is forcefully manipulated against resistance, damage such as offset coil winds may occur. Further evaluation of the returned pod pc revealed kinks in the pusher assembly. These kinks were likely incidental to the reported complaint. Evaluation of the second returned pod pc and the fractured pusher assembly revealed both pusher assembly¿s embolization coils were detached. It is unknown which pusher assembly the returned detached embolization coil belonged to. Therefore, the root cause of the detached embolization coil could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00434.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-00434.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pcs), additional coils, and a non-penumbra microcatheter. It was noted that the patient's anatomy was tortuous and calcified. During the procedure, the physician encountered resistance while advancing a pod pc past its initial position within its introducer sheath. Therefore, the pod pc was removed. Upon advancement of the next pod pc, it was reported that the coil was not moving in tandem with the pusher assembly. While making another attempt to advance and retract the pod pc, the physician realized that the pod pc had unintentionally detached within the microcatheter. Therefore, the microcatheter was withdrawn and the pod pc was removed. The procedure was completed using a non-penumbra coil and the same microcatheter. There was no report of an adverse effect to the patient.